Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. The drug concentrations and dose rate regarding the pump medications were unknown. It was reported that the patient had went in for their third incision check on (B)(6) 2023. No pump troubleshooting was performed, just routine incision checks. At routine post operative appointments, the physician elected to explant pump and complete due to signs of infection. The physician didn¿t want to take any risks and scheduled removal. It was further reported that redness at the pump pocket and fluid in the pump pocket occurred. The bandage was peeling a little bit. When the physician removed the bandage, part of the scab came with it. The incision didn't look great. There were no known environmental / external/patient factors that may have led or contributed to the issue. The pump and catheter were discarded. The issue was resolved as of on (B)(6) 2023. The patient was without injury regarding their status as of on (B)(6) 2023. The patient's medical history, and weight at the time of the event were unknown.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780; product type: 0184-catheter; serial number: (B)(6); implant date: on (B)(6) 2023; explant date: on (B)(6) 2023. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2025-05-03, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.